Event description:
Event description guidant received information that this left ventricular pacing lead exhibited pacing impedance measurements of over 2500 ohms and would not capture even at high voltage outputs. On flouroscopy it did not seem to have moved from its position. It was assumed that a lead wire was fractured. The lead was explanted.,